Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the lead measurements were checked using a pacing system analyzer (psa) at the revision procedure and the lead exhibited the same measurements. The device header and lead connection was checked and was secure. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited oversensing, pacing inhibition, high threshold measurements, and low out of range impedance measurements. The ra lead was capped and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.